Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer reported that the battery compartment was damaged. The product will be returned.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with blank display due to missing battery cap contact. Unit was received with scratched case, minor scratched lcd window, stained keypad overlay and faded serial number label.